Event description:
The pt had an episode of "shaking" on (B) (6) 2010, with increased cpk levels. The pt was taken to the ER. The symptoms were treated with valium and the pt was discharged to home. The pt recovered from the episode of shaking without sequelae, but was having less effect from the pump. The pt came in for replacement of the pump because it had one or two episodes of beeping; there was no telemetry to substantiate the beeping. During the pump replacement, they were unable to aspirate the catheter properly. A dye study was performed; there was no dye at the end of the catheter despite a "normal" looking x-ray. Upon opening the back incision, the catheter was found to be fractured; the catheter was revised. Following surgery, the pt was doing well; the pt recovered without sequela. The device system was used to deliver baclofen (2000mcg/ml at 414mcg/day). It was noted that the new pump was working and they had been adjusting the pt's dose. It was also noted that tip of the pt's old catheter was left implanted following the replacement.

Manufacturer narrative:
(B) (4). The pump and catheter have been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.

Manufacturer narrative:
Final analysis of the pump revealed a high s2 battery resistance. The in house battery tester reported a resistance of 417 ohms. The battery logs showed a 0.53 volt drop. Catheter analysis: two segments, a 40 degree pump connector + 5.5 cm of catheter segment and a 46.2 cm of catheter segment were received for analysis. They revealed a broken catheter. There were six sheer holes in the more distal catheter segment 30cm, 30.5cm, 32.5cm, 33cm measured from the distal end. (B)(4).